Manufacturer narrative:
(B)(4).

Event description:
On 03 october 2019, information was received via us mail referencing blog site comments and complaints dated from 2008 to 2019. No contact information is available for the individual respondents posting the blog comments. On (B)(6) 2010, a blog respondent posted, after several weeks of wearing acuvue oasys lenses ¿I started getting really watery, red eyes that would burn right when I put the lenses in.¿ respondent reported being seen by a doctor, instructed to d/c lens wear and prescribed drops. ¿ I did, and they cleared up and flared up again when I put the lenses back in. This battle has been going on for 2 years, and I've been taking allergy meds, everything.¿ a second doctor was consulted who noted, ¿my corneas were so inflamed that he couldn't get a accurate new vision test done. I have taken steroid and another eye drop for 2 weeks and everything is finally clear. I do however have permanent scarring on one eye, making my vision worse in that eye.¿ the respondent has ¿switched back to the acuvue 2 lenses and everything is great, I've even been able to stop taking the allergy medication.¿ the lot number of the product discussed is not available. No additional information is available. This event is being reported as a worst-case event as we were unable to verify the diagnosis and treatment. If any further relevant information is received, a supplemental report will be filed.